Manufacturer narrative:
(B)(6).

Event description:
The customer reported their intellivue multi measurement server (x2) displays a speaker operation problem. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported their intellivue multi measurement server (x2) displays a ¿speaker operation problem¿. It is unknown if the device was in clinical use. There was no adverse event reported.